Manufacturer narrative:
Results: evaluation of the returned canopy found that there were open sliders on both panel side a and b of the pt access. Panel side a also has 2 inch nylon frayed material. Window side b has a 1 inch netting tear on the pt access, panel side c has an open slider on the leg zipper and the slider is stuck on the pt access. There is an elastic tear on panel side d. Note: instructions for use state: never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Test that all zippers open easily and close securely along the entire length of the zipper. Never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. (B)(4).

Event description:
Customer reported that the teeth are separating on panel a and c. No pt incident or injury was reported.